Event description:
The customer reported that the system would not capture fluoroscopic images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors and cables were checked. The p7 power supply on the camera end was loose. The field engineer locked the bnc connector. The system was tested and found to be working as intended and put back into service.